Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.